Manufacturer narrative:
The investigation determined that lower than expected vitros dgxn results were obtained from a vitros therapeutic drug monitoring performance verifier when using vitros chemistry products dgxn slides lot 1921-0257-0869 on vitros 5600 integrated system. The most likely assignable cause of the event is an unknown issue related to the vitros 5600 integrated system, s/n (B)(4) (j1). Historical qc for vitros dgxn lot 1921-0257-0869 was unacceptable on this analyzer, however quality control data obtained from vitros 5600 integrated system s/n (B)(4) (j2) for the same time period was acceptable. In addition, continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros dgxn lot 1921-0257-0869. A within run dgxn precision test was outside of ortho guidelines for vitros dgxn lot 1921-0257-0869, while a within run precision using vitros dgxn lot 1921-0257-1721 was within ortho guidelines on the same day. However, because the performance was acceptable on the alternate vitros 5600 system (j2) using slide lot 1921-0257-0869 an issue with the vitros 5600 system (j1) is the likely cause of the unacceptable precision results. It is unknown if the customer altered vitros 5600 system (j1) in any way prior to repeating the within run vitros dgxn precision test using slide lot 1921-0257-1721.

Event description:
An ortho clinical diagnostics (ortho) laboratory specialist (ls) contacted the ortho global technical support center (tsc) on behalf of a customer to report lower than expected digoxin (dgxn) results. The results were obtained from a vitros therapeutic drug monitoring performance verifier (tdm pv) using vitros chemistry products dgxn slides on a vitros 5600 integrated system. J1: vitros tdm iii lot w7852 dgxn results of 1.98 and 1.63 ng/ml versus an expected result of 2.70 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The vitros dgxn results were obtained when processing control fluids. No results were reported out of the laboratory. Ortho was not made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).